Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that during a procedure on (B)(6) 2023, the surgical team encountered multiple issues. Aiming instruments to lock the alfn nail proximally were damaged; likely bent. The surgeon was not able to target the nail hole(s) correctly. The whole set was in bad shape and dirty when it was in the or. Although all the instruments were processed before getting into the or room, the instruments were still dirty. When the surgeon pressed through a cannulated instrument of this set, some human material came out. The customer ordered a new set from another hospital to complete the surgery. Patient spent an extended amount of time in the operating room. This report is for a depth gauge for locking screws to 100mm for im nails. This is report 3 of 3 for (B)(4).